Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Unit being sent back to repair center. It was rur the first time around due to no response. Please prioritize these units and let cris know once received in the repair center. Flange gripper- wiper seal damaged. Carriage assy- split nut damaged/worn. Other- specify in comments. Carriage assy- tube drive bent.